Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Based on the device analysis observations, it is likely the plunger was not depressed flush with the handle during needle deployment. This resulted in a suture retrieval issue as the posterior needle tip did not eject from the foot pocket. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) via 12fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was retracted, no sutures were attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.